Event description:
In 2008, the pt reported that she felt a "leak" with 3-4 of her infusion sets where the headset connects to the infusion tubing after 2 days of use. She stated that this occurred approximately 2 months ago and she discontinued use of that box of infusion sets and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and the pt will return 1 unused infusion set for evaluation.